Event description:
Rn inserted IV, obtained flash and advanced catheter. After retracting the needle using retraction button, a plastic piece fell out of the hub of the IV. Appears to be the regulator of blood back flow. IV catheter removed, catheter fully intact, no pain or swelling at site. Patient had to be stuck again.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Manufacturer narrative:
Our quality engineer inspected the photographs submitted for evaluation. Your reported issue that the actuator separated from the pink catheter adapter was confirmed and the cause appeared to be manufacturing related. Two photographs were provided for investigation. One photo showed the top web of the unit packaging. The other photo displays a 20g insyte autoguard IV catheter with a blood control valve. The actuator was shown separate from the catheter adapter. The actuator appeared deformed and bent, which could be associated with misalignment within the catheter adapter. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
No new information.